Manufacturer narrative:
The repeated results were obtained on an analyzer with serial number (B)(6). The hiv duo reagent lot number is 85271502 with an expiration date of 31-oct-2026. The hbsag reagent lot number is 812842 with an expiration date of 31-may-2026. The field service representative found that the water supply tank was kinked, which caused the system to not have water, and the syringes were empty. He unkinked the water tank, replaced the measuring cells and nozzles, performed adjustments, air purges, system primes, and conditioned measuring cells. He performed checks and tests with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hiv duo results for approximately 10 patient samples and questionable elecsys hbsag ii results for approximately 30 patient samples on a cobas e 801 analytical unit. No examples were provided of the alleged elecsys hbsag ii results. Results (elecsys hiv duo) for 1 patient were provided. The patient's main hiv duo results were 2.55 coi (reactive), 1.64 coi (reactive), and 0.859 coi (non-reactive). The sub results were 1.51 coi (reactive), 1.28 coi (reactive), and 0.322 coi (non-reactive) for hiv ag, and 2.05 coi (reactive), 1.03 coi (reactive), and 0.797 coi (non-reactive) for anti-hiv. The repeated results were all non-reactive. The repeated results were 0.0946 coi for hiv duo, 0.267 coi for hiv ag, and 0.0946 coi for anti-hiv. The repeated results were obtained on another module and were believed to be correct. The sample was repeated because the results were not displayed in the customer's middleware system.

Manufacturer narrative:
The investigation determined the issue was due to incomplete maintenance. The investigation determined that the issue was resolved after the maintenance was performed correctly.